Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to patient contact there was leakage of saline between the sheath and the black rubber valve and as a result, air could not be removed from the delivery system. Another device was used to complete the procedure.